Event description:
A customer reported the equipment displayed a system message and locked during a cataract with intraocular lens implant procedure. The procedure was completed with the manual technique, following a delay greater than 15 minutes. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and duplicated the system message reported with a nonconforming phaco handpiece. The company representative advised the customer to replace the phaco handpiece. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional related reports for this system. The root cause cannot be determined conclusively. (B)(4).